Event description:
It was reported that the instrument stopped working after a few minutes of use. The customer did not have any further info on the exact problem, but stated that a second instrument of same product code was used to finish the case with no pt consequence with a 15 minute delay of case.